Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab on several pts. Reportable results as follows: date: (B)(6) 2011, inratio: 2.5, lab: 1.9; inratio: 4.7, lab: 5.5; inratio: 2.6, lab: 1.9. Customer has completely lost confidence and stopped using inratio meter. No pt info provided. Two strip lots were provided, but specific lot involved in complaint was not provided.